Event description:
Customer indicated she used a tampon and the tampon came apart into pieces upon removal. She was able to remove the remaining pieces.

Manufacturer narrative:
Device history record in review. Consumer did not return product samples for eval.